Manufacturer narrative:
Evaluation summary: intraoperative findings showed a grossly loose tibial tray, with a large gap between the cement mantle and the implant itself. The tibial plate was returned with the taper plug and the replacement extension screw still installed. Bone cement still exists on the inferior medial side, and the posterior lateral poly plug is missing from the tibia. Also, there is still pmma present on the inferior side indicating that the bone cement was not adhered to the baseplate in those spots. All devices met print specifications. A piece of tibial bone and a sample of the right knee synovium were sent for gross and microscopic diagnosis. The bone shows changes consistent with degenerative joint disease. The synovium has portions with abundant foreign body giant cells, shows villous hyperplasia, abundant histiocytes, and no evidence of acute inflammation. Without additional information, the exact cause of the tibial loosening cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the patient's tibial component was loose and a revision was performed.